Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All components were removed and replaced due to unspecified reason. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to it would not inflate. The specific device malfunction is unknown. The patient is currently recovering.